Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks. The implantable cardioverter defibrillator had noise on all channels which lead to the shocks. A possible hardware failure was suspected as a merlin transmission showed different diagnostics for the same transmission. The device was explanted and replaced. The patient was stable pre and post-procedure.

Manufacturer narrative:
The anomaly observed in the field was confirmed via reviewing of the device image. Noise was observed during testing and was believed to be caused by an unregulated signal. The unrelated signal was caused by a capacitor¿s (c10) connection in the hybrid.